Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that a lead had an out of box failure. No patient complications were reported as a result of this event.